Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported via phone call that customer received a compromised forced sensor alarm along with other alarms. Caller requested settings from alarm for programming old insulin pump. Caller was advised that information could not be obtained due to alarm received on insulin pump. Customer's blood glucose was unknown.